Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two hospital managers reported that over the last year, they have had several cases of skin breakdowns on patients from the sensor. It was reported that the surgical manager had six cases of skin injury over the last year and the medical manager reported that they had a few in the last few months. It was also reported that the managers thinks that the staff was rotating and not putting headband on too tightly. The reporter also witnessed one patient who had a small round purple or black scabbed spot on the forehead, which looked like it could be the size of a node on the probe. The managers had to get wound care involved, who felt that it looked like burns. Upon further investigation, it was found that the patient had a deep tissue injury.